Event description:
The pt called lifescan and alleged that their meter was prompting and error 5 message. The pt stated that while attempting to test, they would intermittently receive an error 5 message. They reported that some of the test strips did were not pulling the blood in. The pt was able to perform a successfully blood glucose test. The result was 150 mg/dl. The pt did not seek any medical attention. No other treatment was reported. Because some of the test strips were not functioning properly, which could lead to a serious injury, this case will be reported as a test strip malfunction, replacement test strips are being sent to the pt.